Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had experienced several shocks at different times, that something was ¿going bad and something is wrong¿ with their device for it to shock them like that. The patient stated when they went into (B)(6) it shocked them ¿real, real bad¿, and they shouldn¿t have to take their controller with them to turn it off all the time. The patient reported it started about 2 months before the report and they ignored it, it started doing it again about a month before the report. The patient noted they dropped the stuff they had in their hands it shocked them so badly. The patient stated they knew that the therapy ¿shocks you¿ but stated it shouldn¿t shock them the way it shocked them and it ¿shouldn¿t electrocute you like this¿. The patient noted they had the stimulator off so it wouldn¿t shock them anymore. The patient had an appointment on (B)(6) 2017 about taking the device out, and they were going to have the device removed. No further complications were reported.